Manufacturer narrative:
Device was used for treatment, not diagnosis.an additional evaluation was performed. The customer reported there was a chip at the end of the screwdriver. The item is not repairable. The cause of the issue is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the drawings 313_99, rev. K and 314_43, rev d pk for the instrument(s) were reviewed and are determined to be suitable for the design and related dimensional conformity. The returned devices show significant use during their lifespan. The holding sleeve is in good condition, is attached to the screwdriver, and is functioning. The handle and shaft of the screwdriver are in okay condition and have scratches and marks from regular use. The distal tip of the screwdriver is twisted and gouged. No complaint is alleged for part # 314.43. The holding sleeve is undamaged and functions as intended. The returned instrument(s) are additional instruments used during plate fixations and proper use and maintenance are addressed in technique guides j5743-f, j9575-a, j10959-b. The returned device is multi use and is used for inserting the screws during implantation. It is unknown what caused the distal tip damage. Since the instrument is over 10 years old, repeated use and sterilization, as well as method of use and wear could have contributed to the damage. Therefore this complaint is confirmed but was not caused by the design of the instrument. This complaint condition is possibly a result of method of use, excessive applied force, instrument age/wear, sterilization, wear, and not the device's design. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, on an unknown date, the phillips part of the cruciform screwdriver with a holding sleeve has a chip at the screw end. It was also reported that the device did malfunction during the tibial plateau leveling osteotomy (tplo) surgery while being used on patient. A surgery delay of 25 minutes was reported with no negative impact to the patient. This event did not contribute to a death or injury. Device was used in a veterinary case, no human patient involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was used in a veterinary case-no patient information will be reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. No service history review can be performed because the lot number is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.